Manufacturer narrative:
Evaluation method = x-ray. Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of leaflets 1 and 2, and moderate to heavy in the cup area of leaflet 3. At the free margins, calcification is moderate at leaflet 2 and heavy at leaflet 3. Furthermore, moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 3mm. Host tissue is moderate to heavy at the stent inflow and heavy at the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation indicates calcification and pannus growth as primary causes for the reported stenosis and explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun.

Event description:
It was reported that a mitral valve was explanted on (B)(6) 2011 due to prosthetic mitral valve stenosis and regurgitation. Implant duration is unknown. Per the operative report, the patient presented recurrent symptoms of congestive heart failure. Tee showed severe recurrent mitral stenosis and mitral regurgitation. The mitral valve as extracted and the annulus was debrided. A new valve was placed and the patient tolerated the procedure well. Patient was taken to the intensive care in good condition.